Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the speed exceeded the set operational speed. A rotablator console was selected for use. During preparation, outside patient, the speed was set and activated at 180,000 rpm. However, when the system was reactivated with the foot pedal, the speed jumped up to 220,000 rpm. The procedure was completed with the same device at 160,000 rpm. There were no patient complications reported and the patient's status was fine.